Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel released flags) has been confirmed. The cause of the gel release flag was due to a damaged cable. The blue gel fire wire that runs from the distribution node to the rear 2-wire therapy electrode pad was disconnected from the distribution node. The monitor recognized the open gel fire circuit, showing that the gel fire circuit had been blown. The root cause of the disconnected wire cannot be positively determined, but was likely caused by excessive force. No adverse event resulted from the disconnected wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report he has been getting messages to add gel. A review of the pt's download revealed "gel released" flags. The pt was provided with a replacement belt.